Event description:
It was reported that metal shavings from the laryngoscope holder were observed falling out during surgery. No negative impact in state of health reported.

Manufacturer narrative:
This MDR was submitted late due to a delay in the internal MDR creation process. Corrective actions have been implemented to improve processing timelines and prevent recurrence. The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).